Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right side deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with an unknown size unknown saline implant and was presented right side breast implant deflation postoperatively on (B)(6) 2017. It was reported that patient felt liquid sensation in the middle of the night, decrease on size days after during breastfeeding time. As a result, the device was explanted on (B)(6) 2019.